Event description:
It was reported that the user received recurrent ¿alert 42 ¿ insulin delivery has stopped,¿ was using a contact-detach infusion set, and experienced elevated blood glucose after insulin delivery ceased; a healthcare professional confirmed the alert reoccurred immediately after pump restarts and that no insulin had been delivered since startup, and a replacement device was arranged. Investigation included customer technical support review of device telemetry and guided troubleshooting, including restart attempts, luer connector and cartridge replacement recommendations, and confirmation of delivery cessation. Further investigation of this case revealed repeated delivery stoppage with immediate recurrence of the alert after restart and an inability of the device to resume insulin delivery. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and transition to backup therapy as directed by the care team. It was concluded that, based on previously established findings for similar reports, the device exhibited a delivery failure that warranted replacement and shutdown, with instruction to continue glucose monitoring and to restart therapy on the replacement device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.